Event description:
Customers family member called to report they was admitted as an inpatient to the hosp for high bg. Customers family member also complains that the boluses stop right in the middle and the pump is not giving a no delivery alarm or any other notification of the bolus stopped.